Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illumination ports on the ophthalmic console were not functional. Procedure details and patient impact have not been provided. Additional information has been requested, but no response has been received to date.

Manufacturer narrative:
The company representative was able to replicate the reported issue. The fs illumination module, the illumination module assembly, power tray assembly, and printed circuit board (pcb) multifunction in/output (mfio) were all replaced to address the issues. All were returned for testing on this investigation. The system was then tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints that were reported for the product serial under investigation with the same event code. The field service illumination and illumination module assembly were both received for testing. Both underwent visual inspection, which revealed no obvious nonconformities. Functional testing was performed at both the console and module levels for each sample. The console did not report any sms, and all module test points met the specified 24 v supply voltage requirement. The reported issue could not be replicated during testing. The root cause of the reported event is attributed to component wear/reliability. The pcba-mfio was received for testing. The sample exhibited no visual nonconformities. Power-on self-test (post) was performed at the console level and did not reveal any nonconformities. Similarly, the power tray showed no visual defects. Console-level post was completed, and no nonconformities were detected. The root cause of the reported event is attributed to component wear/reliability. The root cause of the reported event is attributed to component wear/reliability. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).